Event description:
It was reported to boston scientific corporation that a gold probe was used during a hemostasis treatment within the patient's esophagus, performed on (B)(6) 2014. According to the complainant, during the procedure the tip of the gold probe was disconnected from the catheter. Reportedly, the tip was reattached and was removed outside the patient since it was still attached by wires. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual inspection of the returned device found the ceramic tip located in the correct position in the catheter; however, it was not bonded to the catheter. The unit was dissected and presence of adhesive was found in the catheter walls. The outer diameter of the ceramic tip was measured where it attaches and was found within specification. Based on all gathered information, no further actions are considered necessary. The complaint was confirmed; the ceramic tip was detached. Anatomical/procedural factors likely affected the device integrity; therefore, the most probable root cause of this event is: operational context. The device history record was reviewed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe was used during a hemostasis treatment within the patient's esophagus, performed on (B)(6) 2014. According to the complainant, during the procedure, the tip of the gold probe was disconnected from the catheter. Reportedly, the tip was reattached and was removed outside the patient since it was still attached by wires. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.